Manufacturer narrative:
Although a malfunction was reported by the customer, we cannot confirm this as the device has not been returned to us for investigation. We are working with the customer to make every effort to obtain event details and to perform an investigation, including performing the investigation on-site if necessary for customer convenience. If additional info is received or device becomes available for investigation, a followup report will be submitted.

Event description:
Date of event is unk. Initial report of a possible unregulated flow event; reported by hospital that nurse programmed the pump for 6.3 ml/hr, tubing was loaded and the door was shut. The pump seemed to be pumping normal. The nurse looked at the bag of fluid and the bag appeared to be free flowing into the pt. There was no harm to the pt, no medical intervention. Product return has been requested including associated disposable set and pc unit. Subsequent anecdotal info was received that the disposable set was observed to possibly be misloaded at the time of the incident, and that the device may be damaged in some way, possibly at the door hinge, possibly within the latching mechanism, and this damage may have caused the device to malfunction.